Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) at 5v the day after implant, and lead dislodgement was suspected. At implant ra threshold was 0.6v@0.4ms, intrinsic amplitude was 2.6 mv, and ra impedance was 532 ohms. Technical services (ts) discussed troubleshooting options; further ra lead evaluation and chest x-rays were recommended. Additional information received reported that the ra lead was repositioned due to confirmed lead dislodgement. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.